Event description:
It was reported that during an intravascular procedure, the tip of the wire separated and remained in the patient. The tip was successfully retrieved. The patient status is unknown at the time of this report.